Manufacturer narrative:
Zimvie complaint (B)(4). A4: patient weight is not provided/unknown. E1: initial reporter¿s title and last name are not provided/unknown.

Event description:
It was reported that the implant at tooth site # 24 was removed due to infection. Patient had infection and drainage. Symptoms as a result of the event: abscess.